Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system when the safety device was activated, it broke leaving the needle loose . The following information was provided by the initial reporter: verbatim: nursing collaborator went to puncture the patient and when the safety device was activated, it broke leaving the needle loose as shown in the attached photo. Ref. (B)(4) 24 ga 0.75 in (0.7 x 19mm) 22ml/l lot 1260961 intimate peripheral venous access catheter #24 did not trigger the safety device.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system when the safety device was activated, it broke leaving the needle loose . The following information was provided by the initial reporter: verbatim: nursing collaborator went to puncture the patient and when the safety device was activated, it broke leaving the needle loose as shown in the attached photo. Ref. 383313 24 ga 0.75 in (0.7 x 19mm) 22ml/l lot 1260961 intimate peripheral venous access catheter #24 did not trigger the safety device.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1260961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.